Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Subsequently, the pump time and date were inaccurate and the pump history was inaccurate. Reportedly, customer corrected the time and date to address the issue. Multiple attempts were made to follow up with the customer on the reported pump history issue; however, no response from the customer was received. Customer's blood glucose was not affected.